Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, stomach pain and the patient was not able to eat. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1gm, route, frequency and duration were not reported, discontinued) and meropenem (250mg, route, frequency and duration were not reported, discontinued) for peritonitis. At the time of this report, the patient has recovered from peritonitis.pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.